Event description:
It was reported that the patient with this Inflatable Penile Prosthesis (IPP) was complaining on the length and feeling the tubing. As a result, the cylinders and pump were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 720185-01,Batch/Lot Number: 1100348080,Model/Catalog Description: RESERVOIR FLAT IZ 100 ML,Unique Identifier (UDI) #: (b)(4).